Manufacturer narrative:
Additional information received: it was confirmed that on follow up CT scan there is no evidence of any endoleak and the patient has been discharged. It was confirmed that there was no evidence of an endoleak noted when the bifurcate device was implanted. Film analysis summary: the reported suprarenal stent severance was confirmed; however, the exact cause could not be determined from the single returned non -contrast still angiogram. The anatomy at implant is unknown, earlier post-implant CT¿s were not available including recent CT¿s showing the severance event, and the stent graft in-vivo configuration during the implant duration could not be assessed . The bifurcate had migrated distally due to the stent severance which likely resulted in a proximal type I endoleak, which may have contributed to the reported aaa expansion. It is possible that disease progression due to neck dilatation may have contributed to the suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Aortic neck angulation may have also contributed to the increased loading at the suprarenal stent attachment. The cause of the proximal type ia endoleak of the aui reported after the intervention, which later self-resolved, could not be determined from the returned angiogram. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported suprarenal stent severance with migration of the detached bifurcate was confirmed; however, the exact cause cannot be determined. It is possible that disease progression due to neck dilatation may have contributed to the suprarenal stent detachment. It is possible that the increasingly angulated aortic neck may have also been a contributor to the separation event. Enlargement of the aneurysm over time is confirmed on the film provided. Although there is no confirmation of a type ia endoleak, it is possible that the aaa may have been pressurized via the marginal proximal seal. A possible root cause scenario is that lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. The cause of the proximal type ia endoleak of the aui reported after the intervention, which later self-resolved, could not be determined from the returned CT¿s but may have been due to implanting within the aneurysmal and severely angulated proximal neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 85 mm abdominal aortic aneurysm. It was reported that when the patient returned for routine follow up three years and nine months later, a CT revealed that the stent graft's suprarenal fixation had separated from the graft material. It was noted that the aneurysm sac was also expanding. This was treated by implanting a mdt aui stent graft and limb extension into the right iliac artery and a size 20 occluder inserted in the left iliac artery. A fem/fem bypass was then performed. At the end of the procedure there was evidence of a type ia endoleak which ballooning did not resolve. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is being monitored.